Event description:
Customer reports of losing a sensor due to adhesive not sticking properly. Customer was advised that a transmitter would be replaced as a courtesy. Customer also reports of being hospitalized due to low blood glucose but was not able to provided hospitalization information as customer was at work and was not able to be on the phone any longer. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.